Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the surgery was a percutaneous coronary intervention (pci). The anchor came out together when the physician pulled back the angio-seal main body. They finally used compression method for hemostasis. There was no blood loss. Additional information was received on 15oct2024: the sheath size used was a 6fr. There was no difficulty with arterial access, sheath, guidewire, or catheter insertion. There was no stenosis or calcium present around the insertion site. It is unknown if a pre-deployment angiogram was performed. The patient condition was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted, however, one photo of the device was provided. The device was visible within the packaging, and the anchor was deployed from the distal tip. No other damage or issues were identified. The complaint was confirmed for a potential partial deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been improper device positioning resulting in a subcutaneous deployment outside the artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).